Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: pain level of 8, experiencing pain in the right upper gums. The aligners are cutting into the gum line on the upper right side of the mouth. The patient plans to continue wearing this set until the next set of aligners is ready, as they do not want to lose progress, but they are eager to get the next aligners to alleviate the pain as soon as possible.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.